Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The day after diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, once in 4 days, intraperitoneal) and ceftazidime injection (1gm, once daily, intraperitoneal) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported the patient got discharged from the hospital and recovered from the events on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.